Manufacturer narrative:
Investigation summary: the customer noted leaking from the clave, and returned one used set of material mz9266, lot unknown under (B)(4). An additional standalone mz1000 was included, attached to the male luer, of the set. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused, and the complaint was verified. The issue was verified by the standalone mz1000, and a new complaint had to be opened as the material is different than the reported. This maxzero had a crack in the plastic around the threads of the luer, causing the leak. There is no damage or issues observed with the reported set of mz9266. The complaint could not be verified, and the root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
Sample received.

Event description:
It was reported that bd maxzero microbore tri-fuse extension set was leaking the following information was received by the initial reporter with the following it was reported by the customer that noted leaking. Clave and refuse change due to leaking of clave completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.